Manufacturer narrative:
The user facility has indicated that the device will not be returned to the MFR; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.

Event description:
The complainant has reported that a male pt (age unk) had undergone a band ligation procedure for the treatment of bleeding esophageal varices by way of a speedband multiple band ligator device. It was reported that after all ligating bands were placed, the ligator head fell off of the scope and into the pt's stomach. The ligator head component was easily grasped and retrieved in whole with biopsy forceps. The esophageal banding procedure was completed successfully with this device prior to the detachment of the ligator head. It has been confirmed that the pt had suffered no trauma or further complications as a result of this issue.